Manufacturer narrative:
A field service engineer (fse) went on-site and indicated that the waste line was crimped at the connector (blood, diluent and clenz pass through the needle assembly waste line). Fse trimmed tubing to correct the crimp in the line and replaced tubing in the probe/needle drain vacuum and vacuum isolator drain. The root cause for this event was attributed to a crimped waste line.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak of about 50ml of blood from the bellows of the coulter lh750 hematology analyzer. The customer was wearing full personal protective equipment (ppe) during cleanup. No injuries occurred and medical attention was not sought.